Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient recently experienced a return of incontinence with his artificial urinary sphincter (aus) device, which was implanted in (B)(6) 2020. The physician tried to troubleshoot the device but it did not resolve the issue. Patient underwent a surgical procedure were all components were explanted and replaced. Upon explant, a leak in the collar of the pressure regulating balloon (prb) was found. There were no further complications to patient.